Event description:
It was reported that the tandem mobi pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The customer declined additional troubleshooting.